Event description:
It was reported to nova biomedical by a consumer that his blood glucose meter started giving blood glucose results in mmol/dl instead of mg/dl. No decisions to treat were reportedly made on the alleged faulty meter. The meter will be returned for eval.

Manufacturer narrative:
Nova biomedical is awaiting the return of the device for eval. If any significant findings are a result of that investigation, a f/u report will be filed.